Event description:
A medtronic representative reported that the spine clamp tightening screw is stripped. No further details were provided. No patient harm reported.

Manufacturer narrative:
Patient ID was requested, but not provided. The clamp face is bent to one side. The attachment screw is bent along with debris in the threads resulting in difficulty turning the screw. There are tool marks around the screw head, but the hex head is not stripped.